Event description:
Reporters called concerned about a 0.8 sec. Charge time. They were also concerned about a shock in 2004 that was appropriate. The charge time was 15.9 sec. And the device shocked appropriately. Because of the 0.8 sec. Charge time they were told by technical service to explant the device. They called back and said while they were trying to interrogate the device again, they had a "system ram error." Did a system reset but still could not interrogate. They were told again to explant the device. ECG strips were sent to tech services.